Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that he has been in and out of the hospital for 3 days and the doctor does not know if the pod is the cause for his high blood glucose (bg) levels or not. The customer was not wearing a pod in the hospital and his bgs were under control. The customer did not provide any bg readings.